Event description:
It was reported that the insulin pump delivered boluses without his intervention. It was stated that the boluses were recorded during time in which the customer was disconnected from the device. The caller also stated that the blood glucose reads 168mg/dl on the blood glucose meter, but it read 122mg/dl on the insulin pump. The doctor and customer were not comfortable, and they requested the device be replaced. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.